Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event - (B)(6) 2014. The clinic reported that a laser vision correction patient presented with epithelial ingrowth in both the eyes, left eye more than the right eye, three months post treatment on (B)(6) 2013 instead of (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in both the eyes, left eye more than the right eye, three months post treatment on (B)(6) 2013. The patient also stated that they were experiencing a lot of glare at night. Follow up information was received on (B)(6) 2014 that the surgeon lifted the left flap to remove epithelial ingrowth. The topical steroid dosage was increased. The patient complained about experiencing foggy vision at night. There was no loss of best corrected visual acuity (bcva) reported.